Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l leaked the following information was provided by the initial reporter; upon successful cannulation of the patient it was noted that blood was coming from the hub of the ported 20g cannula. As a result the cannula was removed and re-sited using a new 20g cannula. Upon inspection of the cannula it was evident that there was a fault causing fluid to pass from the hub of the cannula as well as the end of the lumen. Remedial actions taken by healthcare facility, patient, or user subsequent to the incident another cannula and an alternative cannulation site. Acting as the anaesthetic odp I inspected the cannula and found that it appeared faulty as there was fluid passing out of the hub and the end of the lumen of the cannula. I spoke to another theatre and they appeared to have encountered a similar issue. I raised this with the band 6 office and the batch was identified and all cannulas of the same batch were removed and isolated.

Event description:
Upon successful cannulation of the patient it was noted that blood was coming from the hub of the ported 20g cannula. As a result the cannula was removed and re-sited using a new 20g cannula. Upon inspection of the cannula it was evident that there was a fault causing fluid to pass from the hub of the cannula as well as the end of the lumen. Remedial actions taken by healthcare facility, patient, or user subsequent to the incident another cannula and an alternative cannulation site. Acting as the anaesthetic odp I inspected the cannula and found that it appeared faulty as there was fluid passing out of the hub and the end of the lumen of the cannula. I spoke to another theatre and they appeared to have encountered a similar issue. I raised this with the band 6 office and the batch was identified and all cannulas of the same batch were removed and isolated.

Manufacturer narrative:
Catheter and bushing damaged is observed on the returned used sample. The tip forming (sub-assembly) process has been reviewed. The probable root cause for the damage could be due to the catheter getting damaged at tip forming machine loading station 41. There is a possibility that flashes on bushing caused the part (bushing assembled with catheter) did not sit properly on loading station 4, it could be caught in between the linear track and fixture (refer to figure 5 in attachment a) and caused the damage to the bushing and catheter while the indexing proceeds sideways before the catheter proceed to precision cut process. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. However, the true root cause could not be confirmed. Current control there are outgoing functional leakage test and in-process visual inspection to check on the catheter leak or damaged catheter. The complaint trend will continue to be tracked and monitored.